Event description:
It was reported that during a lap hernia, the trocar broke and a piece of plastic was stuck in pt's abdomen. The plastic was retrieved with graspers, the case was completed with a like device. There was no pt consequence.